Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient's representative that the patient had extremely low blood pressure, they wound up in the emergency room, and it was found that the cardiac resynchronization therapy defibrillator (crt-d) was malfunctioning. It was also reported that upon device interrogation, it was not providing information it was thought the device should be tracking. The patient's upper heart chambers were reportedly not communicating with the bottom chambers. Non-specific reprogramming was performed. The device remains in use. No further patient complications have been reported as a result of this event.